Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was completely white with an error message stating, "a fatal error has occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue". Another error message then appeared stating, "object reference not set to an instance of an object". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had fatal error on pyxis screen. A technical support specialist (tss) dialed into the station and confirmed the medication application was running normally. Identified that the station bluetooth adapter was enabled and proceeded to disable it. After three contact attempts over 5 days with no response from the customer, the case was marked as completed. The system functioned as intended after the technical support specialist troubleshot the device.